Event description:
It was reported that a transfer set had leaked during patient use. Antibiotics were administered to the patient, as a preventative treatment. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed, with no issues. Should additional relevant information become available, a supplemental report will be submitted.